Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have charring and localized melting at the yaw pulley. The instrument failed the electrical continuity test. The instrument does not show damage to the conductor wire. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is primarily attributed to device design. Conductor wire management issues can result in damage to the conductor wire, which may allow a possible arc path during air firing. Clinical use of monopolar energy can also result in thermal damage if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument was defective and unable to use for surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip of the permanent cautery hook was not cauterizing the tissue. It was reported that the cord was changed; however, it still didn't work. The robotic hook arm was changed and worked fine. Thermal damage was identified during last surgical procedure. There was no arcing noted during procedure. There was no reported injury.